Event description:
It was reported that a large increase in pacing impedance and high capture thresholds were observed on the right ventricular (rv) lead. The patient was referred to an electrophysiologist for further management. Programming changes to increase output were completed. The were no patient complaints and no patient consequences.

Event description:
New information received notes a fracture on the right ventricular (rv) lead was suspected though not confirmed via imaging. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of conductor fracture, inadequate capture, and high pacing impedance were not confirmed. As received only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage. Additional findings unrelated to the event were observed during analysis. Visual examination found multiple external insulation abrasions in the distal region breaching the optim sheath only consistent with friction to another device or feature of patient¿s anatomy with the insulation beneath intact.